Manufacturer narrative:
(B)(4).

Event description:
It was reported a session record sent in revealed non-sustained right ventricular oversensing that was actually post-paced t-wave oversensing due to the sensor driven atrial pacing. Programming changes were recommended. No further information is available.

Event description:
New information received states programming changes were made to the recommended settings during a follow-up. The patient condition is stable.